Manufacturer narrative:
The primary reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not present) was confirmed during archive data review. The error message was not duplicated during the functional testing to address the ua12 error message. The secondary reported complaint of the platform displayed ua 45 (not at "home" position after power-on/restart) error message was confirmed during functional testing and archive data review. The root cause for the ua45 error message was due to the driveshaft not being at home position, which is likely attributed to unintended user error. During visual inspection, no physical damage was observed. However, the encoder drive shaft was not rotating smoothly and exhibits binding and resistance. The root cause was due to wear and tear. The clutch plate was deburred to address the observed issue. During archive data review, multiple ua 45 and ua 12 were observed on the reported event date. Thus, confirming the reported complaint. During functional testing, the platform displayed ua 45 error message upon power up. The ua 45 was cleared by rotating the drive shaft to home position using the administrative menu after deburring the clutch. Waiting for customers approval for service. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not present) and ua 45 (not at "home" position after power-on/restart) error messages. In addition, the drive shaft of the platform was unable to turn when the lifeband was installed in the platform. Patient use is unknown.